Event description:
The customer reported that during a hysterectomy, the jaws of the device would no longer open. The surgeon used another instrument to open the jaws and remove the device from tissue. There was no patient injury. This happened with two devices within the same surgery. The other device can be found on MFR report# 1717344-2010-00517.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.